Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient reported a skin irritation under the lifevest. The patient followed up with their provider and was prescribed antibiotics (type unknown). Initial follow up with the patient indicated the skin irritation was unchanged. Additional follow up was unsuccessful.